Manufacturer narrative:
The report of lead fracture was confirmed. Analysis of the paddle lead found a kink on the outer tubing on lead tail 1-8 where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a surgical procedure on (B)(6) 2023 addressing an ipg replacement due to normal end of life, the patient's lead was found to be fractured. As a result, the patient's lead was explanted and replaced with a new one.